Manufacturer narrative:
The customer's meters were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.4 - 3.6 inr): uq0113572: qc 1: 3.1 inr , qc 2: 3.0 inr, qc 3: 3.0 inr . Uq0113552: qc 1: 3.0 inr, qc 2: 3.0 inr , qc 3: 3.0 inr. Uq0113586: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3% for uq0113572 and 0% for uq0113552 and uq0113586. Customer has stated that the meter's were not properly cleaned after each test was performed. Noticeable contamination was observed on all 3 returned meters. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter performed comparisons between three coaguchek xs meters and a laboratory using a stago analyzer. The customer could not provide the exact date and time for each comparison, but stated each comparison was done within a seven-hour timeframe. Of the data provided, only the following comparisons were discrepant. Using meter serial number (B)(4): patient 1 meter result was 4.1 inr and laboratory result was 3.14 inr. Patient 2 meter result was 4.8 inr and the laboratory result was 2.92 inr. Patient 3 meter result was 4.6 inr an the laboratory result was 3.49 inr. Using meter serial number (B)(4): patient 4 meter result was 7.6 inr and the laboratory result was 5.49 inr. Patient 5 meter result was 4.0 inr and the laboratory result was 2.76 inr. Patient 6 meter result was 6.3 inr and the laboratory result was 4.05 inr. Patient 7 meter result was 8.0 inr and the laboratory result was 6.03 inr. Patient 8 meter result was 4.2 inr and the laboratory result was 2.60 inr. Patient 9 meter result was 4.2 inr and the laboratory result was 3.06 inr patient 10 meter result was 5.4 inr and the laboratory result was 4.13 inr. Patient 11 meter result was 4.9 inr and the laboratory result was 3.59 inr. Patient 12 meter result was 5.8 inr and the laboratory result was 4.02 inr. Patient 13 meter result was 5.3 inr and the laboratory result was 3.78 inr. Patient 14 meter result was 5.6 inr and the laboratory result was 3.77 inr. Patient 15 meter result was 8.0 inr and the laboratory result was 3.50 inr. Patient 16 meter result was 4.4 inr and the laboratory result was 3.18 inr. Using meter serial number (B)(4): patient 17 meter result was 7.9 inr and the laboratory result was 5.02 inr. Patient 18 meter result was 4.2 inr and the laboratory result was 3.10 inr. Patient 19 meter result was 4.8 inr and the laboratory result was 3.47 inr. Patient 20 meter result was 6.9 inr and the laboratory result was 4.53 inr. There was no allegation of an adverse event. All laboratory results were believed to be the correct results. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.